Manufacturer narrative:
Event summary: a clinical issue encountered during the case. Patient data files showed at least sixteen injections were performed with catheter 2af283 / 09589-66 on the date of the event without any system notices. Upon visual inspection of flexcath sheath 4fc12 / 83531-051, results showed the device was intact with no apparent issues. Air aspiration was reproduced when the arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. In conclusion, a clinical issue was encountered during the case. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure the balloon catheter was difficult to insert into the sheath. After several attempts and some resistance, the balloon was passed through the sheath. The patient then experienced chest pain and an air embolism was confirmed. The physician waited for the patient to recover completely then finished the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.